Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. Localized infection, driveline infection, sepsis, hepatic dysfunction, and pump pocket or pseudo pocket infection are listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including recommended inr values. The patient care and management section of the IFU also contains a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: additional information. Previous infection was reported under MFR #2916596-2020-03676.

Event description:
Additional information states that death was not considered to be device-related, the device operated as expected, and the device won't be returning for evaluation. Additionally, a there was no device related issue that contributed towards the heart failure. It was also reported that patient was recently discharged for a prolonged hospitalization for complicated infections including mycobacterium abscessus bacteremia requiring surgical debridement and multiple prolonged IV antibiotics course. On (B)(6) 2020, she presented to the emergency room (ER) complaining of diffuse abdominal pain that feels like tightness and acid reflux associated with decreased appetite and weight loss. Her last measured weight during last admission was 95 kg and on (B)(6) 2020 she weighed 85 kg. She retained fluid with severe lower extremity swelling and elevated jugular venous pressure (jvp) on exam. She complained of loose stool and diarrhea, and she complained of having to go to the bathroom multiple times but only puts out small amount of brown stool that is loose in consistency, with no reported blood. She denied any alarms on the lvad. In the ER, she was hemodynamically stable. Her international normalised ratio (inr) was found to be 1.3, and was started on heparin drip mcs protocol. Her lactate was 2.7 but she was known to have chronically elevated lactate due to her eravacycline. She was admitted to inpatient, with a plan including diuresis and inr/coumadin titration. Infectious disease doctor was consulted on admission. Blood cultures on arrival (B)(6) 2020 growing yeast from left arm and vancomycin-resistant enterococci (vre) from right peripherally inserted central catheter (PICC) line. Antibiotics/antifungals were added. CT abdomen was concerning for possible pancreatitis and it was thought that perhaps patient's home antibiotic, eravacycline, may have contributed so it was stopped. Lipase was unremarkable. Patient continued to have nausea, abdominal pain, and soft stool so gi was consulted to help determine etiology and review CT imaging. On (B)(6) 2020 patient noted to have a sudden increase in liver function tests (lft) & lactate dehydrogenase (ldh) (despite repeat labs). Fortunately, lvad functioning appropriately without evidence of increased power consumption or decreased flows. Low index of suspicion for pump thrombosis or other malfunction. However, higher suspicion for possible medication induced liver injury versus steatohepatitis (nash). Unfortunately, due to her pan resistant organisms, alternative antibiotics were limited. A repeat CT scan of chest, abdomen, and pelvis was done on (B)(6) 2020 for further characterization of liver. Liver biopsy was done on (B)(6) 2020 for persistently elevated lfts. Micafungin was changed to po fluconazole in hope that also improves her liver function per ID recommendation. Liver biopsy result with: "benign liver tissue mild macrovesicular steatosis, congestion, focal granulomatous inflammation and hepatic degeneration." On (B)(6) 2020, family meeting done with patient, her sister, ID, palliative and acute heart failure specialist(ahf) discussed with patient and sister her overall condition with worsening liver failure and resistant infection. Patient expired on (B)(6) 2020, with cause of death being endstage heart failure in the setting of septic shock with multi-organ failure.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to endstage heart failure in the setting of septic shock with multi-organ failure.